Manufacturer narrative:
The 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan alleging that some one touch verio test strips did not work. The patient did not allege any harm or injury because of the alleged issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that some one touch verio test strips did not work. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose suggestive of a serious injury.